Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that the patient experienced a skin reaction on the right side of the abdomen, on (B)(6) 2015. Sensor was inserted at the abdomen, date unknown. Patient's mother described the skin reaction as raised skin at the sensor insertion site. Patient's mother stated that all insertions since (B)(6) 2015 are visible. Patient was seen by her physician in mid-december for an unrelated doctor's appointment. The physician examined the present spots on the body from sensor insertions and recommended that the patient use clorox water to bathe and betadine to clean the skin prior to insertions. At the time of contact, patient's mother reported that the patient still had spots present. No additional event or patient information is available. It should be noted that the dexcom g5 mobile continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).